Manufacturer narrative:
(B)(4). Batch # m93h37. Additional information was requested and the following was obtained: was the insufflation valve broken: no; was the cannula (sleeve) broken: yes; was the olive plug broken: no the analysis results found that the h12lp device was received with the olive plug assembly broken and the locking cam and suture tie post were separated. The suture tie post was not returned for analysis. In addition, only a (B)(6) from another h12lp device was returned with the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when circulator opened packaging a piece of clear plastic casing was broken on the device. Case completed with another device of the same product code. There were no patient consequences reported.